Manufacturer narrative:
The following other devices were also listed in this report primary tritanium hemi solidback cup 54mm; cat# 500-03-54e; lot# mlen2w; size 6 accolade ii 127 deg; cat# 6721-0635; lot# 39449903; delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 38562401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Device evaluation found no damage modes were identified on the returned device. Blood was evident on the articulating surface of the poly liner. A medical review was performed and concluded: "there is no evidence this periprosthetic infection was the result of factors of faulty prosthetic design, manufacturing, or materials. A DHR indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot and sterile lot. A medical review was performed and determined the event not to be device related. The reported infection could not be confirmed, further information is needed to determine root cause.

Event description:
It was reported that patient had implanted total hip on (B)(6) 2012, had peri prosthetic fracture, left to heal. Patient came into surgeons office last week with red wound and pain. Patient has infected total hip.

Event description:
It was reported that patient had implanted total hip on (B)(6) 2012, had peri prosthetic fracture, left to heal. Patient came into surgeons office last week with red wound and pain. Patient has infected total hip.